Manufacturer narrative:
Per the clinic, the ointment that the patient was reported to have been treated with was a topical steroid. Additionally, it was reported that no infection was present. This report is submitted february 1, 2017.

Manufacturer narrative:
This report is filed on august 12, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site and subsequently was treated with a topical ointment (type and date not reported). Clinical management is ongoing.